Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. It was reported that the cannula had dislodged from the infusion site and was bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 27.1 mmol/l (487.8 mg/dl) while wearing the pod between 4 and 24 hours on the arm. Multiple corrections were administered using the pod (total of 20 units) but the patient¿s bg levels did not decrease. The adhesive got loose due to bumping. Upon removal, it was noticed that the cannula had dislodged from the site and was bent. A manual insulin injection was administered to treat the hyperglycemia and a new pod was applied.